Manufacturer narrative:
The stimulator was explanted on (B)(6) 2021, and disposed of on-site. No complications or infection was evident or anticipated. Patient-reported receiving effective therapy before the end of the trial period when the device was explanted. The stimwave quality director interviewed the clinical representative. During the interview, the following information was learned: the clinical representative did not notice the expiration date. The surgical issue questionnaire was not reviewed since the complaint was submitted by stimwave quality, and the questions were answered based on the IFU. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of implanting an expired product is user error- clinical representative due to not adhering to product handling and ordering procedure 50-128 rev 4.

Event description:
The device was implanted after the device's expiration date.